Event description:
On april 20, 2006 the lay-user patient contacted lifescan alleging her one touch ultra meter would not power on by pressing the "m" or power button. The medical affairs specialist mailed a letter to the patient on april 24, 2006 since she could not be reached by telephone on two separate days. The last time the patient was able to test on the reported meter was on april 7, 2006. On an unknown date, the patient developed symptoms where her "vision changed" and feet began to "tingle" and become "swollen." The patient called a medical professional and was given unspecified advice regarding her medications(s). The patient was also given a "pill" (unspecified). It would have been helpful to know the following information: what date did the symptoms develop, what medicatioins/treatments did the patient take on the day of the event, did the patient ever change her treatment regimen due to the meter issue, and was a backup meter used. It also would have been helpful to know what medical advice the patient was given, when did the patient contact the medical professional, and when did the power issue start. The customer care advocate (cca) verified that the meter would not turn on by pressing the power button. However, the cca noted that the meter would turn on by inserting a test strip into the meter's test strip port. The meter and test strips were replaced.